Manufacturer narrative:
Pump unable to prime during prime/force sensor system test due to faulty force sensor resistor. Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked display window corners, reservoir tube lip, scratched lcd window.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer was unable to complete the rewind sequence. Advised that a replacement insulin pump would be sent. Nothing further reported.